Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a blood glucose of 430 mg/dl with increased thirst, nausea, and headaches. The reporter indicated that the pump was emitting multiple loss of prime warnings with the use of the current cartridge. The user had not yet replaced the cartridge related to the loss of prime issues. This report is made based on the allegation that the patient experienced hyperglycemia associated with multiple loss of prime warnings.

Manufacturer narrative:
Follow-up #1: date of submission 02/02/2016-device evaluation: the cartridge has not been returned; a retained sample from the reported cartridge lot was pulled and evaluated by product analysis on 01/22/2015 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. The cartridge was cycled and filled successfully with no air bubbles formed inside the cartridge. A cartridge leak test was performed and no leaks were noted from anywhere on the cartridge. A cartridge force test was completed with all of the cartridge force measurements within required specifications.